Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2020) is known. Batch # t5cn78. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was the procedure performed open or laparoscopically? Did the patient receive any preoperative chemotherapy or radiation? What device was used for the distal bowel transection? What technique was used to secure the anvil (purse-string device, linear stapler, etc.)? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Will the ileostomy be reversed? What is the current status of the patient?

Event description:
It was reported that during a sigmoid colectomy procedure, the customer stated the stapler misfired and didn't completely form staples. After firing and removing the stapler they discovered only one ¿doughnut¿ of tissue. One ring of staples had been fired and free, unformed staples were deployed and then collected in a cup. A second doctor was called in to help complete the procedure. They were able to complete the procedure by hand-sewing. ¿the extent of issue/ injury to the patient was extended anesthesia time (double the originally scheduled time). The patient did require an ileostomy. However, this was always a possibility but when the stapler malfunctioned it increased the likelihood of the ileostomy to 100%. Patient has been discharged but continues to have pain but otherwise, the patient is doing fine.¿

Manufacturer narrative:
(B)(4). Date sent: 01/30/2020. Additional information was requested,and the following was obtained: what were the indications for surgery? Colostomy closure was the procedure performed open or laparoscopically? Open did the patient receive any preoperative chemotherapy or radiation? No what device was used for the distal bowel transection? Curved intraluminal stapler 29mm cdh29a what technique was used to secure the anvil (purse-string device, linear stapler, etc.)? What healthcare professional fired the device and what is his/her experience with the device? Surgical assistant fired with confirmation from surgeon prior. Sa is experienced in the use of this stapler. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? According to the sa ¿the device is always difficult to close, but felt no more difficult than normal.¿ was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Sa ¿heard and felt a crunch¿ which was a typical sound and feeling. Was a complete transection of the white breakaway washer visually confirmed? Unsure what this is referring to will the ileostomy be reversed? The surgeon is planning to reverse in the future. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer and 7 staples received indicate that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. In addition, 7 staples not properly formed were received inside of plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.